Manufacturer narrative:
Pump passed the self test and displacement test. Pump error 63 alarm, variable 3, was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor. Pump received with cracked battery tube threads, cracked case behind the pump at the corner of the belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack in pump casing and pump error 63 (hardware low level failures). The customer reported that ran a self test on insulin pump and tubing came up. Insulin pump was rewound and reservoir inserted, tubing filled. Blood glucose level was 198 mg/dl at the time of the incident. Advised customer to disconnect and to run a manual bolus of 0.1u to see if registered in daily history. The insulin pump will be returned for analysis.